Event description:
The intra-aortic balloon was inserted into the pt on 3/20/98 at 11:54 a.m. The intra-aortic balloon was noted to be at the 7th intercostal space via chest x-ray. Poor inflation and augmentation was noted on 3/20/98 at 2:00 p.m. And the intra-aortic balloon was removed on 3/21/98 at 9:12 p.m. The pt had a bowel infarction. The intra-aortic balloon was not returned to datascope for evaluation. (Event complications: bowel infarction- reported 4/17/98.) (Pt's current status: discharged reported 4/17/98.)